Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead due to high impedance values and fracture. The rv lead was capped on (B)(6) 2021 and replaced. The patient was stable.